Event description:
V-cath in place. Patient began to experience redness and swelling. Cath could only be removed short distance due to vein spasm. Taped in position for further removal next day. Catheter would not move - broke up in attempt. Patient taken to fluoroscopy for removal. No adverse consequencesdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: end of life - premature, none or unknown, unanticipated adverse reaction - short term. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.